Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. A DHR review cannot be performed at this time as lot or serial number was not provided. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported that an a1059 mayfield modified skull clamp slipped, resulting in a laceration on (B)(6) 2019. A mayfield 3 pin holder was placed on the patient's head by the surgeon. After the patient was moved to the jackson table, the mayfield holder slipped and the pin lacerated the left side of the patient's head - approximately 2 cm. The surgeon stapled the laceration and the patient was moved back to the stretcher to place a new mayfield pin holder. No other injury noted.